Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a request was made for technical services (ts) to review impedance measurements data from implantable cardioverter defibrillator (ICD) system. Upon review, ts noted that no data has been transmitted since approximately three months prior to the report of this event. Ts found evidence of out-of-range rv shock impedance measurements above 125 ohms. The observed shock impedance trend was not fully consistent with typical coil calcification, although an increase was noted within the available data. Ts recommended re-establishing communication with the device to obtain updated data and subsequently reassess the case. No adverse patient effects were reported. This ICD system remains in service.